Manufacturer narrative:
The device has been returned; however, the investigation has not been completed yet. A supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that by the patient's mother that the patient's blood glucose level rose over 400 mg/dl while wearing the pod for between 36 and 48 hours. When the pod was removed from the infusion site, the pod's cannula was found bent. No treatment information was provided.